Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation performed for 15 seconds. The 99% stenosed lesion was located in a calcified and non-tortuous left anterior descending (lad) coronary artery. Difficulty crossing the lesion was also reported. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.